Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Alleged failure: lens on camera head is off centered on screen- think it was broken internally in camera. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: the most likely root cause could be a user related issue, seems like the camera head was dropped and the prism block moved creating the issue seen by the customer. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.